Event description:
A clinician was attempting to disconnect ICU med y-tubing (mc33257) from a medline brand blood culture access device (bcllad), when the blood culture device snapped at the luer connection (as pictured below). This caused a hazardous needle stick for the clinician. Note that the luer connection is so tight that even after the break, the parts remain stuck together. Please be advised, that in discussing this event with the clinicians, it was noted that the y connector is often very tight with multiple different types of tubing (ICU med tubing), and they believe the contributing factor was how tight the y tubing connection is (though the luer lock connection on the blood culture access device shattering is obviously a concern as well). There was no harm to the patient but there was a delay in care as new consumables were sourced and the line clamped to continue the draw, but this did cause harm to the clinician, and both are of concern. As this is a hazardous sharp, there is no product to sent back, and it has been disposed of.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.